Event description:
A regional manager reported the laser would not ''fire up'' prior to a procedure. He advised he was just testing the system - this was not related to any scheduled procedure or patient. The unit was turned on and displayed a sm about the laser. He did not recall the number or the text of the system message.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).